Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a total laparoscopic hysterectomy procedure, the device's active blade broke off and fell into the patient. They used a c-arm to locate the blade tip and retrieved the tip through the trocar. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Event description:
Boston scientific crm received information that the patient with this device experienced a syncopal episode.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.